Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been provided by the user facility for investigation at our bbm laboratory in melsungen, germany. A follow up report will e submitted when the results of the evaluation become available.

Event description:
As reported by the user facility ((B)(4)): over infusion: patient administered IV fluids (normal saline) for low bp 1000 mls over 10 hours. Same commenced. Staff nurse alerted to IV drip stand as it was alarming 1 hour later. When attending to drip stand, staff nurse noticed that the 1000 ml bag of IV fluids were administered.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the history log files of the received sample were read out and analyzed. The history files revealed that the user has programmed a wrong rate. Thereupon the infusomat space was visually and functionally examined. The sample was contaminated and showed age-based marks of use. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. No damages, which were able to cause the malfunction, were discovered inside. The pump operated as intended and the reported failure could not be reproduced within this examination.